Event description:
It was reported that there were high thresholds and no capture on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received and analyzed. Primary analysis results revealed there were no anomalies found. The proximal conductor had blood/bodyfluid (not obstructed). The outer insulation was breached cut. There was apparent explant damage.